Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred during unspecified date(s) in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) minicap transfer sets were disconnected from the titanium adapters. This occurred during use of the devices for peritoneal dialysis therapy; process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.